Event description:
Novasure ablation device did not pass the cavity assessment. Surgeon tried closing the cervix tighter with tenaculum. Did not pass cavity assessment second time. Surgeon tried again to adjust the device and did not pass the third time. Used a new device and passed cavity assessment on the first try. Malfunctioning equipment reported and different device utilized for procedure. Equipment removed from service and tagged per policy. This equipment is maintained by the manufacturer. The vendor will inspect the device for any malfunctions.